Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08034. It was reported the patient's programs are auto--reducing. In addition, stimulation's turning off by itself. Diagnostic testing revealed invalid and high impedances on multiple contacts. Reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.